Event description:
During ongoing treatment, an external fluid leak was observed, reportedly originating from the polyflux 140h dialyzer. This occurred approximately an hour after the start of treatment. The dialyzer was replaced and therapy was successfully completed without further issues. No patient clinical symptoms or medical intervention were reported. No additional information is available.